Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73e1800118 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that under laparoscopic cholecystectomy, when the user tried to load an applier with a clip, it got broken. Another clip was properly loaded. The user inserted the applier into the abdominal cavity to ligate, however, the clip also got broken. All the broken pieces of the clips were collected, and no health injury occurred to the patient.

Event description:
It was reported that under laparoscopic cholecystectomy, when the user tried to load an applier with a clip, it got broken. Another clip was properly loaded. The user inserted the applier into the abdominal cavity to ligate, however, the clip also got broken. All the broken pieces of the clips were collected, and no health injury occurred to the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with its packaging and lid stock. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were 3 intact clips remaining in the cartridge. The clip applier was not returned. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The three remaining clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broke at ligation" was not confirmed based upon the sample received. Upon functional inspection, the three remaining clips were able to properly load into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. No damages were observed to any of the returned clips. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed.